Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices.the manufacturer received information alleged difficulty breathing/short of breath, patient has severe sleep apnea and also having various health problem. There was no report of serious or permanent. Patient harm or injury.the manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleged difficulty breathing/short of breath, patient has severe sleep apnea and also having various health problem. There was no report of serious or permanent. Patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. After further investigation, the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleged particles in tubing/chamber, difficulty breathing/short of breath, patient has severe sleep apnea and also having various health problem. There was no report of serious or permanent. Patient harm or injury. Corrected and updated the b5 verbiage in this follow-up report.